Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. Analysis of lead (B)(4) found that the lead body and conductor was broken at the anchor site, contact 0 was crushed, and the setscrew impression was not in the correct location. Analysis of lead (B)(4) found that the lead body and conductor was broken at the anchor site. The result code no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report will be sent when the analysis results are available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2017.product type lead product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that the patient was undergoing a replacement surgery. The patient¿s impedances were not run prior to the procedure because there were no historical impedances to compare against. Prior to replacement, the patient had good coverage. During the replacement surgery, they ran impedances 4-5 times and every contact showed out of range and greater than 40,000 ohms with multiple reference electrodes utilized. The leads were reattached 5 times and the ports were flipped with the same results. The leads were then plugged into the wireless external neurostimulator with the same result. At first, they couldn¿t identify any damage to the leads; however, the leads were explanted and replaced and both had obvious fractures. The leads seemed to have dropped on fluoroscopy although the original pictures were unavailable. There were no reported environmental or external factors which may have caused or contributed to the issue. Titan anchors were in place and removed without difficulty and discarded. The issue was resolved at the time of the report. No further complications were reported or anticipated.